Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual examination of the staple cartridge noted that the loading unit was pre-fired and engaged in interlock. The loading unit was loaded into a post market vigilance instrument for functional testing and produced acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, in order to prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: it was reported by the sales rep: during the lobectomy procedure, the staple could not deploy. Replaced with another staple to continue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.